Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the surgery, the air leakage was found on this product from the start of use. The surgeon used an alternative same product to complete the surgery. The procedure was delayed less than 15 minutes and there was no harm. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Visual examination of the returned product/provided pictures revealed no obvious tears or damage. Functional testing found that a leak existed at one of the right angle cuff ports. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.